Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that auto-closing valve of trocar could not close automatically during vitrectomy surgery. The surgery was completed on the same day after replacing with new probe. There was no patient harm.

Manufacturer narrative:
Two open trocar assemblies in a tray with other items were received. Samples were visually inspected and found to be nonconforming, sample #1 - damaged septum/ angled slit observed with part of septum still attached but hanging down inside making it appear to look like a hole. Sample #2 - damaged septum/ doubled slit with center slit having tear extending out toward hub. Functional leak testing could not be performed due to the damage of the samples. A review of the device history record traceable to the possible lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).